Manufacturer narrative:
Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone extension: (B)(6). Part 310.25, lot u231963: release to warehouse date: september 22, 2015. Supplier: (B)(4). No non-conformance reports were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an ankle fusion open reduction internal fixation (orif) on (B)(6) 2016. While the surgeon was drilling through a 3.5mm locking compression plate (lcp) reconstruction plate to insert screws the 2.5mm drill bit broke. The broken fragment was not retrieved to avoid bone destruction. A routine x-ray was taken and confirmed the fragment finding. An alternative tool was available for the surgeon to successfully complete the procedure. The patient was in stable condition after the surgery. No surgical delay was reported. Concomitant devices reported: 3.5mm locking compression plate (lcp) reconstruction plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).